Manufacturer narrative:
(B)(4)

Event description:
The physician reported that during the last three follow-ups, dated (B)(6) 2014, (B)(6) 2014, and (B)(6) 2015, there were more than 30 recorded episodes where oversensing was observed. In all cases, persistence was not sufficient to trigger shock therapy. The subject lead remains implanted and active.

Event description:
The physician reported that during the last three follow-ups, dated (B)(6) 2014, and (B)(6) 2015, there were more than 30 recorded episodes where oversensing was observed. In all cases, persistence was not sufficient to trigger shock therapy. The subject lead remains implanted and active. The subject case file has been re-opened on (B)(6) 2016, reception date of this information: there were 5 recorded episodes where oversensing was observed. In one case, persistence was sufficient to trigger shock therapy and the patient received one inappropriate shock. The subject lead remains implanted and active. No relation with patient activity was reported.

Event description:
The physician reported that during the last three follow-ups, dated (B)(6) 2014, and (B)(6) 2015, there were more than 30 recorded episodes where oversensing was observed. In all cases, persistence was not sufficient to trigger shock therapy. The subject lead remains implanted and active.